Manufacturer narrative:
Additional information: device manufacture date, additional MFR narrative. The device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history records (DHR) were reviewed and there were no non-conformities or anomalies related to the reported event. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors, such as loading or handling techniques, and/or procedural factors, such as lens and inserter interaction, might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that after implantation of the lens in the patient¿s eye, the lens haptic was noted to be bent. The lens was removed and exchanged intra-operatively for another unknown iol. Reportedly, the incision was enlarged to remove the lens but suture was not required.